Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device would make a grinding noise during rewind. Device would rewind very slowly. Customer was experiencing low blood glucose. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion test, prime, excessive no delivery test and occlusion test. No rewind anomaly and no motor noise anomaly noted. The operating currents tested within the specification range and passed off no power test. The insulin pump was monitored and tested with no low battery alarm noted. However, the insulin pump was received with cracked reservoir tube lip, cracked case near the display window corners, cracked display window and minor scratches on the display window noted.